Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test every morning. Customer's blood glucose was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump alarmed failed self-test due to faulty electrical component on the radio frequency board. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.